Manufacturer narrative:
Should additional info become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.

Event description:
An acticon neosphincter was implanted in the pt at an unk date. On (B)(6) 2011, the device was removed and replaced due to fluid loss. Ams has requested additional info on original implant and details for this event.